Event description:
It was reported that while using the surgical fiber during a prostate procedure, the fiber tip broke off inside of the patient and was removed with no injury to the patient. The procedure was completed using a second surgical fiber. Patient outcome: "ok."